Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switching episodes caused by far field r-wave oversensing was observed. Programming changes were made. Patient¿s condition was stable.